Manufacturer narrative:
No product returned. Because no product was returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified although requested, no patient information provided.

Event description:
It was reported that there was a maxzero "splatter" upon disconnection from a PICC line. It was noted that the patient had hepatitis. The event occurred on unit 9t. Although requested, there was no report of user or patient harm.